Manufacturer narrative:
Follow-up #1; date of submission: 01/20/2017. The device has been returned and evaluated by product analysis on 01/05/2017 with the following findings. A review of the black box indicated that the data from the time of the alleged issue was unavailable for review due to continued pump use. A review of the current black box data indicated multiple reboots had occurred. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. Visual inspection revealed that the battery compartment was cracked and the threads were damaged. The battery cap was not returned with the pump for investigation; a test battery cap was used to complete testing. The test battery cap was unable to attach securely but was able to attach enough to maintain electrical connection. The pump was exercised for 24 hours with no reboots occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump casing was opened and no defects were found to the power circuit. Unrelated to the original complaint, investigation revealed that the display was blank and cracked; a test display was used to complete investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 540mg/dl with no signs or symptoms of hyperglycemia. The reporter attributed the alleged bg excursion to an intermittent power issue, which reportedly began on (B)(6) 2016. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The reporter noted that the threads on the battery compartment were stripped. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an intermittent power issue.